Event description:
It was reported that there was a faulty speaker it is unknown if the device was in clinical use and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the device does not emit an acoustic alarm. It is unknown if the device was in clinical use and there was no adverse event reported.